Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an extended opening, and yellow biological tissue on the shell. The device was found to be under weight. A microscopic analysis was performed which identified a sharp opening on the posterior. A dimension measurement of the shell was performed which identify the thickness was within specification. Based on the device analysis the final assessment is a sharp opening on the posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side "voluntary recall." Healthcare professional additionally reported left side rupture. Device has been explanted.